Manufacturer narrative:
A software investigation was completed and found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
On (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2015 a medtronic representative, following-up at the site, reported the issue had not reoccurred. It was stated that the navigation system had been left on all day and may have contributed to the reported issue. No further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial procedure, the synergy cranial software became unresponsive, this occurred approximately 45 minutes into navigating. The system would not respond to using the keyboard or the mouse. In trouble-shooting, the navigation system was powered off and re-booted, cranial software was successfully launched and normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in procedure was approximately 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿